Event description:
Had the boston scientific vaginal mesh implanted for urinary incontinence. Lot # 1ml0091403, the following day after procedure developed a urinary tract infection. Has had over 30 urinalysis done for dx of uti's since. Chronic pain down the left leg, across the hips and autoimmune symptoms -fatigue, malaise, chills. Has had repeated lab tests done and all within normal limits. Has had a 50% decrease in quality of life since placement. Pt's health was unremarkable prior to insertion and is on antibiotics daily as well as pyridium and has had multiple procedures to correct the issue. Dates of use: (B)(6) 2010 - (B)(6) 2012.